Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2013, a 25 mm trifecta valve was implanted. On (B)(6) 2016, the patient was hospitalized and an echocardiogram noted aortic insufficiency. The valve was explanted and replaced with a 25 mm ce perimount magna valve. Upon explant, the 25 mm trifecta valve, one of the three stent posts of the valve was detached from the corresponding cusp. The patient is reported to be recovering.

Manufacturer narrative:
The results of this investigation concluded a tear was observed in the base of leaflets 2 and 3. Focal fibrous pannus was observed on the sewing cuff adjacent to leaflet 3. Leaflets 1 and 3 were fibrotically thickened. Mixed gram negative and gram positive bacteria were found on the surfaces of leaflets 1 and 2. No inflammation was observed. No evidence was found to suggest the cause of the leaflet tears, pannus, fibrous thickening, and mixed gram positive and gram negative bacteria was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.